Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading rose from 120 to 550 mg/dl, which was treated with a manual injection of 20 units of insulin. The customer stated that he had received several no delivery alarms over the last few days and did not feel as though the device was delivering insulin as it should have been. He stated that he had tried all remedies and was advised that the device be replaced. He reported that he had tried several attempts at troubleshooting procedures for the no delivery alarms. He noted that he had not eaten much all day and was working in a yard when his blood glucose levels shot up. Nothing further reported.